Event description:
It was reported that the patient had an infection. There were no product problems. The action required as a result of the event included a total device system explant on (B)(6) 2015. The patient¿s status at the time of event was alive ¿ no injury. The patient experienced pain at the pocket site. Perioperative antibiotics were administered. The signs and symptoms of the infection also included swelling. A culture was taken from the pocket. The type of organism cultured was unknown. Treatment instituted for infection included ¿debris enemy¿. The patient¿s outcome was unknown. Additional information received reported the date of onset/diagnosis of infection occurred on (B)(6) 2015. The patient did not experience meningitis. The patient¿s prior refill occurred on (B)(6) 2014. A culture was not obtained. It was noted that the patient experienced drug withdrawal symptoms included nausea and vomiting. The pump was used to infuse morphine.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4).